Manufacturer narrative:
Corrected data: type of reportable event is corrected from "serious injury" to "malfunction" in the previous supplemental. Claim# (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.1mm vicmo12.1 implantable collamer lens, -08.00 diopter, in the patient's left eye (os), and noted the lens had a low vault. The lens was removed during the same operation, with no apparent injury. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4).